Manufacturer narrative:
D4: primary unique device identification (UDI) number- (B)(4). The investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 26mm sapien 3 ultra valve, there were difficulties advancing the valve and 26mm commander delivery system through the 14fr esheath+. The delivery system exited the distal tip of the esheath+. However, the team was unable to pass the common iliac due to calcification. It was decided to remove the devices and prep a new set of device, but there were withdrawal difficulties experienced, and a cutdown had to be performed. The patient was unstable to continue, so the new devices were discarded, and the case was aborted. The patient's final outcome was stable. Per report, upon removal of the devices, there was damage observed. The ic bond had a pin hole.